Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this device was not returned for evaluation but based on the received photographs the complaint can be confirmed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The lcs ankle clamp black up rod, has the sleeve stuck in place. Unable to insert and secure the proximal rod that attaches the tibial cutting block into the ankle clamp.